Manufacturer narrative:
Cfn-(B)(4); a follow up emdr will be submitted post carefusion investigation. (B)(4).

Event description:
The biopsy material has been broken during the biopsy procedure in the iliac bone. Tip of the needle has broken. No details so far. The bit of metal has broken in the bone. No info about the size. The bit of metal has been left in the patient's bone. The patient is doing well so far and no medication has been prescribed.

Manufacturer narrative:
(B)(4). No sample was sent for this complaint. Consequently, the failure could not be confirmed. A review of all device history and sterilization records did not identify any issues that may have contributed to the reported failure mode. An adverse trend was not detected from a review a complaint trending data from april 2014 to march 2016. Since no sample was provided and no history of similar complaints was identified, a probable root cause could not be determined for this complaint. Since no probable root cause was identified by the investigation, no corrective and/or preventive actions were identified. This complaint will be entered into the complaint tracking system and will be tracked/trended for future occurrences.